Manufacturer narrative:
Concomitant medical products: on (B)(6) 2009: tg3410/06234905; on (B)(6) 2009: tg3415/06608420; on (B)(6) 2009: tg3115/06703282; on (B)(6) 2009: stent graft (unknown manufacturer). The review of the manufacturing paperwork verified that this lot met all pre-release specifications (B)(4).

Event description:
On (B)(6) 2009, the patient underwent endovascular repair of an infectious thoracic aortic aneurysm rupture using a gore® tag® thoracic endoprostheses (tg3115/06167095, proximal; tg3410/06234905, distal). The patient tolerated the procedure. On (B)(6) 2009, a proximal type I endoleak was identified, but the physician decided to take a wait-and-see approach. On (B)(6) 2009, a thoracic aortic aneurysm rupture was identified, a tag device (tg3415/06608420) was implanted for the rupture and the proximal type I endoleak repair. On (B)(6) 2009, in six-month follow-up study, aneurysm diameter was 57 mm. No endoleak was reported. On (B)(6) 2009, a thoracic aortic aneurysm rupture was again identified. Another tag device (tg3115/06703282) was implanted to treat the rupture. On (B)(6) 2009, an endoleak (type unknown) and a rupture was again identified. Stent graft (manufacturer unknown) was implanted but the patient passed away due to a hemodynamic dysfunction. No further information was obtained.